Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient had a left total knee arthroplasty to address left knee end-stage bone-on-bone degenerative joint disease. Depuy components, including depuy patella, and depuy cement x1 were used during this procedure. On (B)(6) 2016, the patient had a revision of all components to address malalignment left total knee arthroplasty with concern for metal allergy and mid flexion instability. The indications for surgery included: pain, limited motion, and preoperative radiographs were reported to show that the tibial component approximately 10 degrees of varus. Testing confirmed that the patient was showed to have a significant reactivity to cobalt. Competitor components were used in conjunction with depuy cement x2 were used during this procedure. Doi:(B)(6) 2015, dor: (B)(6) 2016, (left knee).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 08 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to degenerative joint disease and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2016, the patient underwent a left knee revision due to malalignment, flexion instability, metal allergy, and pain. The surgeon indicated metal testing was done before the surgery that showed the patient to have a significant reactivity to cobalt. The surgeon reported the femoral and tibial components were revised. The patella was not revised. The patient was implanted with a competitor system and smartset bone cement x 2. There were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2016 (lt knee).